Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a shunt assistant 25 (part # fv252t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to have a shunt dysfunction. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 148 centimeters (cm), weight: (B)(6) kilograms (kg), gender: unknown. Its the same patient as MDR ID # 3004721439-2021-00345 and MDR ID # 3004721439-2021-00346.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a shunt assistant 25 (part # fv252t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to have a shunt dysfunction. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 148 centimeters (cm), weight: (B)(6) kilograms (kg), gender: unknown. Its the same patient as MDR ID # 3004721439-2021-00345 and MDR ID # 3004721439-2021-00346.

Manufacturer narrative:
Manufacturing and quality control data the shuntassistant® was manufactured by a qualified employee on april 2017. Deviations during assembly did not occur. The product was finally tested as article fv252t and released for packaging and sterilization and was sterilized by miethke. The shuntassistant® has a fixed pressure of 25 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 25 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection deposits on the valve permeability test the test showed that the shuntassistant® is permeable. Computer control test the computer controlled test showed the opening pressure of the shuntassistant®, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 16,98 cmh2o. This is not within the specified tolerance of 16,98 cmh2o + 4 cmh2o and -2 cmh2o. An applied pressure of 25 cmh2o, with the device in the vertical position is expected to have a resultant pressure of 25 cmh2o + 4 cmh2o and -2 cmh2o. Additional testing did not significantly change the results. According to our results, we detect the presence of an accelerated outflow. Internal inspection of product after dismantling the valve, some deposits were found in the shuntassistant®. Results based on our investigation results, we can identify an accelerated outflow in the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation is done.